Event description:
Edwards received information that a patient expired with a 27mm mitral valve and a 29mm tricuspid valve implanted. The implant duration of both devices was 3 days. As reported, the reason for expiration was due to bacterial endocarditis.

Manufacturer narrative:
Method = device not returned. Additional manufacturer narrative: the device was not returned to edwards for analysis. Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without the return of the device or additional information, edwards is unable to confirm the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.